Event description:
The customer reports observation of elevated advia centaur ca 19-9 lot 535 patient sample results which were discordant relative to alternate-method testing (atellica im ca 19-9 lot 533). For the patient samples in question, the initial advia centaur ca 19-9 results were above the expected value range (>37 u/ml). These initial results were not reported to physician(s). When the same samples were re-tested using an alternate method ( atellica im ca 19-9 lot 533), the results were lower, which were reported to physician(s) as correct. Re are no allegations of patient harm, changes in treatment, or delays of diagnosis in association with the observed discordance.

Manufacturer narrative:
The customer reports observation of elevated advia centaur ca 19-9 lot 535 patient sample results which were discordant relative to alternate-method testing (atellica im ca 19-9 lot 533). For the patient samples in question, the initial advia centaur ca 19-9 results were above the expected value range (>37 u/ml). These initial results were not reported to physician(s). When the same samples were re-tested using an alternate method ( atellica im ca 19-9 lot 533), the results were lower, which were reported to physician(s) as correct. Siemens is investigating.

Manufacturer narrative:
Siemens filed MDR 1219913-2024-00328 initial report on 24-may-2024. Siemens investigation confirmed an average positive bias of 56.4% with a sample population from the asia pacific region and atellica im and advia centaur 19-9 assay kit lots ending in 535 as compared to previous lots. However, the investigation did not confirm quality control results outside of range. Urgent medical device correction (umdc) aimc 24-14.a.us and urgent field safety notice (ufsn) aimc 24-14.a.ous were distributed to customers who have received the affected product to notify them of the bias. The communication advised customers to discontinue use of the affected product. Note: in section h6, codes for investigation findings and investigation conclusions were updated.